Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent a surgical procedure due to the device stopped inflating because of a fluid leak. All components were removed and replaced with a new ipp. There were no patient complications reported.